Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 14jan2025 and 10feb2025, it was confirmed that a replacement backup battery had been ordered, but no additional service has been completed on the device. In a gfe response received from the asp on 18mar2025, it was confirmed that a replacement battery had been received and installed into the device. The asp confirmed that the battery replacement resolved the issue, and that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.